Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-52531.(B)(4)

Event description:
It was reported that the customer's insulin pump went into threshold suspend, based on a sensor glucose reading of 58 mg/dl, while the custtomer's blood glucose was 110 mg/dl. The customer stated that the insulin pump suspended for hours while she was sleeping. Nothing further was reported.